Event description:
Attorney's report of patient's alleged two implanted mesh (small circle & medium circle (unk) had migrated and were adhering to the patient's bowel, twisting around and causing bowel obstructions. Both meshes were explanted in 2004 and another patch inserted (medium kugel (unk). The third patch was subsequently explanted eight months later, due adhesions and further complications. Three alloderm mesh sheets were placed at that time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time, we will submit a follow up report when/if product is returned for evaluation or additional information becomes available.